Event description:
The electrode array of the patient's cochlear implant was not fully inserted into the cochlea. The array was also kinked. This device was explanted and replaced with a new cochlear implant.